Event description:
It was reported that the cage broke while being inserted into the disc space. Another cage was used to complete the procedure. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Lot #: 160879. Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The device was inspected and it was confirmed to be fractured. The crack is near a threaded hole where the inserter attaches. Material analysis was performed for a similar device with the same failure mode and concluded that the cage fractured while threaded to an inserter due to an applied cantilever force onto the inserter. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: per solis IFU the disc space must be adequately distracted while the implant is inserted. Trials must be used to evaluate the correct size. To avoid risk of breakage, the spacer must not be impacted the sales rep was not present at the case and cannot provide additional information about the case nor if the proper surgical steps were followed during insertion. The probable root cause cannot be determined conclusively based on the information provided. However based on previous similar complaints and material analysis performed for similar devices with the same failure mode excessive impaction force applied to the cage during insertion may have contributed to cage fracture.

Event description:
It was reported that the cage broke while being inserted into the disc space. Another cage was used to complete the procedure. There are no reports of adverse consequences to the patient.